Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 97791, product type: accessory. Product ID 97791, product type: accessory. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Analysis of lead ((B)(4)) revealed conductors #0, #1, #3, and #7 were broken 23.4cm from the distal end. Analysis of lead ((B)(4)) revealed suspected body fluids in lead, with no performance impact. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative reported a patient had their implantable neurostimulator (ins) removed and the leads were capped. The patient had the ins removed for burning in the pocket. The patient subsequently had another ins implanted. The old leads were trailed on the table with the new battery and impedances were greater than 10000 on all contacts. They attempted to turn on the new battery with the old leads and the patient experienced no paresthesia. The leads were removed and replaced. The leads were sent back for analysis. The indication for implant was failed back surgery syndrome and spinal pain.

Manufacturer narrative:
Upon further review, fdc code was changed.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.